Manufacturer narrative:
E1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was output flow error due to a defective flow sensor. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported.

Manufacturer narrative:
It was determined that there is a defective flow sensor, however, no repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. D4 - product UDI number is corrected.

Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.